Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 4se device was not connected to the network and was not displaying current epic data. A technical support specialist resynced the device, corrected a database error, and reinstalled the agent and component manager to restore connectivity and remote assist functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was showing as not connected and was not displaying current epic data. However, there were no delays or adverse events or injuries reported based on this event.